Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was between 550 and 600 mg/dl on (B)(6) 2025. To address the high blood glucose levels, the customer administered a correction injection using mdi and resolved the issue by changing the infusion set and cartridge, then resumed insulin use.